Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 11-oct-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (20mg/ml at 0.96mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that on (B)(6) 2019, the hcp decided that the catheter had been compromised for some time (see regulatory report #3004209178-2019-01776). The pump segment was replaced with cerebrospinal fluid (csf) flow from the new pump connector and from the catheter access port (cap) of the new pump. The managing physician was contacted prior to updating the pump to confirm the new daily dose (it was determined that the patient was not receiving the actual dose of 9.19mg/day) of 0.96mg/day or lowest programmable simple continuous rate. Later that night, the patient presented to the emergency room (ER) with overdose signs and symptoms. The ER physician requested a decrease in daily dose, which was programmed to 0.12mg/day. The patient status was "alive - with injury." There were no further complications reported at this time.